Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center video connector was loose and could not lock the camera tightly. The issue occurred during preparation for use in an unspecified procedure. There were no reports of patient harm. The facility finished the procedure with the replacement device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The subject device was returned, evaluated, and the user¿s report was confirmed. The video connector cable was faulty in nature ¿ causing no image during the inspection. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. However, investigators believe it¿s likely that the loose, flat cable could not be securing connected ¿ ultimately causing the image failure. Olympus will continue to monitor the field performance of this device.